Manufacturer narrative:
The root cause of the leak is unknown; however, the leak issue was resolved after the fse cleaned the needle assembly. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called to report a fluid leak at the blood sampling valve of the coulter lh750 hematology analyzer. Customer attempted to aspirate the sample from the manual probe and observed blood dripping down the probe. The field service engineer (fse) found a leak at the blood sampling valve of the instrument. The fse took apart the needle assembly, cleaned it and reassembled it. This repaired the leak at the blood sampling valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.